Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, unexpected battery power loss is shown in power graph at a period of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not able to complete programming. No harm requiring medical intervention was reported. The device will be returned for analysis.